Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer states that one patient sample generated an initial hemoglobin result of 5.7 g/dl on a cell-dyn emerald analyzer. The sample was retested and generated a hemoglobin result of 14.0 g/dl. The customer uses a normal reference range of 12.40 to 16.90 g/dl. No suspect results were reported from the lab with no patient impact. A service call was initiated.

Manufacturer narrative:
Upon review of the data sent from the customer site and clarification thereof, the reported hemoglobin discrepant results of 5.7 and 14.0 g/dl could not be verified with actual patient result reports by the customer. The value of 5.7 was actually a wbc result in k/ul and not a hemoglobin result and was from a different patient. A hemoglobin issue was not found as initially reported by the customer. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn emerald system operation manual contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, the analyzer is performing as designed. A product issue was not found.